Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited under-sensing, which at times caused the device to falsely terminate atrial tachycardia/atrial fibrillation (at/af) events. The under-sensing also resulted in inappropriate atrial pacing. No intervention or procedure was reported. The patient status was unknown.